Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported wire damage on a fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The cannula was inspected with a pin gauge. The erbe was being used when the issue occurred. A coag 4 was being used on the erbe. The tips did not collide with any other instrument or tool during procedure. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. No injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was returned to isi however no photos or videos are available for review. Patient demographics was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was/was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 05/19/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: while using the xi fenestrated bipolar, the wires snapped and were exposed and instrument stopped working.